Event description:
The customer stated low sodium results have been generated on the architect c8000 analyzer. A patient generated an initial result of 117.81 mmol/l and when the sample was repeated on another analyzer, the result was 137.81 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) found the 1 ml ict aspiration syringes were leaking. Fs resolved the issue by replacing the leaking syringes. The customer's complaint history for architect does not include a recurrence of the issue.a review of complaint and trending data did not identify a c8000 or ict module product issue or adverse trend related to discrepant na, k and/or cl results. A complaint review determined the current rate of inconsistent, erratic, and aberrant complaints and occurrences is below the established limits for the architect clinical chemistry systems.the architect system operations manual and ict sample diluent package insert provide sufficient information regarding maintenance/replacement instructions for the 1 ml syringes, interpreting results, and resolving the issue.based on the available information, abbott field service determined the discrepant results were caused by the leaking ict syringes. Troubleshooting performed by field service to resolve the issue is consistent with information provided in the operations manual. A deficiency was not identified. This is the final report.